Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, there was one (1) tube with an incorrect color hemogard cap in the shelf pack. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, there was one (1) tube with an incorrect color hemogard cap in the shelf pack. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 17-nov-2025 investigation summary bd received 100 samples and 2 photos for investigation. Evaluation of the photos and returned samples indicated that an incorrect cap (dark green) had been applied to the edta tube (purple cap). Visual evaluation of the 100 retained samples did not indicate any variation or defects within the product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.